Event description:
It was reported patient underwent a total shoulder arthroplasty on (B)(6) 2013. During the procedure, the curvtek large cartridge was loaded and checked in the handpiece. As the surgeon was attempting to use the cartridge on the patient, the cartridge came apart and fell into the patient's surgical site. The procedure was completed by using a new curvtek cartridge.

Manufacturer narrative:
Examination of returned device found product installed incorrectly in the handle. If the curvtek is not installed into the handle properly and engaging the curvtek device, and if the product begins spinning after it is installed, it will break or twist the spring. There are warnings in the package insert that state that this type of event can occur: under instructions for use it states, "if one or both cutter heads advance from the cartridge while it is being inserted into the handpiece, this indicates that the associated male and female hex drive(s) did not mate properly. If this occurs, remove the cartridge and rotate the non-mating hale hex drives(s) slightly. Reinsert the cartridge into the handpiece. Repeat until properly seated."

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Review of device history records show that lot released with no recorded anomaly or deviation.